Event description:
According to the reporter: procedure: sigmoidectomy. The pt experienced post-op bleeding and required transfusions. Pt is being monitored at the facility. Additional info about the pt's condition and surgery details have been requested, but not received. No further info is available at the moment.